Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
(B)(4): while making lateral distal femur bone resection, the surgeon noticed that the cuts didn¿t match up. We stopped and checked the cut to learn that it was 5 mm deep to plan. We then performed checks to find out the blade was over 10 mm off since the last blade checkpoint was passed. I then proceeded to tighten the array and have them perform checks on the blade and attachment points. We then tried to reregister the handpiece intraoperatively and the mics would not pass registration. Multiple attempts were tried and even under 1 mm would not pass. We then swapped out all instruments and tried again to the same result of failure at or below 1 mm. The surgeon then converted the case away from mako and was able to complete the case manually. Resolution: investigated for reported issue, found all set screws on both j5 preload nut and j5 rotary scale nut were installed, but not tightened. Both nuts loosened resulting in j5 joint encoder glass scale slight movement. Both j5 preload nut and j5 rotary scale nut require torquing and set screws properly installed. (B)(6) has more details about what was wrong with the arm. He has been to the robot and has resolved the issue. Case type: tka. Was there a surgical delay? Yes - > 60 minutes.

Manufacturer narrative:
Reported event: while making lateral distal femur bone resection, the surgeon noticed that the cuts didn¿t match up. We stopped and checked the cut to learn that it was 5mm deep to plan. We then performed checks to find out the blade was over 10mm off since the last blade checkpoint was passed. I then proceeded to tighten the array and have them perform checks on the blade and attachment points. We then tried to reregister the handpiece intraoperativly and the mics would not pass registration. Multiple attempts were tried and even under 1mm would not pass. We then swapped out all instruments and tried again to the same result of failure at or below 1mm. Device evaluation and results: per gsp 166159: investigated for reported issue, found all set screws on both j5 preload nut and j5 rotary scale nut were installed, but not tightened. Both nuts loosened resulting in j5 joint encoder glass scale slight movement. Both j5 preload nut and j5 rotary scale nut require torquing and set screws properly installed. Successfully torqued both j5 preload nut and j5 rotary scale nut and installed set screws. System successfully passed all validation testing. Verified system is operating within mako tolerances and specifications. Additional investigation could not be completed because log files and session files were not provided after three communications to the mps. Product history review a review of the device history records indicate 1 device was manufactured and accepted into final stock on (B)(6) 2018. No non-conformances were identified during inspection. Complaint history review a review of complaints in catsweb and trackwise related to p/n 204300 shows no additional complaints related to the failure in this investigation. Conclusions: system ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Gsp 166159: while making lateral distal femur bone resection, the surgeon noticed that the cuts didn¿t match up. We stopped and checked the cut to learn that it was 5mm deep to plan. We then performed checks to find out the blade was over 10mm off since the last blade checkpoint was passed. I then proceeded to tighten the array and have them perform checks on the blade and attachment points. We then tried to reregister the handpiece intraoperativly and the mics would not pass registration. Multiple attempts were tried and even under 1mm would not pass. We then swapped out all instruments and tried again to the same result of failure at or below 1mm. The surgeon then converted the case away from mako and was able to complete the case manually. Resolution: investigated for reported issue, found all set screws on both j5 preload nut and j5 rotary scale nut were installed, but not tightened. Both nuts loosened resulting in j5 joint encoder glass scale slight movement. Both j5 preload nut and j5 rotary scale nut require torquing and set screws properly installed. Brandon zahora has more details about what was wrong with the arm. He has been to the robot and has resolved the issue. Case type: tka was there a surgical delay? Yes - > 60 minutes